Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
A healthcare provider (hcp) notified a company representative that this patient was receiving baclofen and marcaine via her implanted pump which was indicated for use for intractable spasticity/other spasticity. The pump administered baclofen with concentration 4000 mcg/ml at a dose rate of 2340.6 mcg/day and marcaine with concentration of 28.0 mg/ml at a dose rate of 16.384 mg/day. The manufacturer/type of baclofen including drug lot number was unknown / not reported. According to a physician the patient showed up to the emergency room (ER) showing signs of overdose. The date of the event/difficulty was (B)(6) 2015. The patient was in patient at the ER. The patient was not feeling well and was admitted to the hospital. The logs were interrogated on (B)(6) 2015. The managing physician recommended a 15% dose per day decrease. The daily dose of baclofen was lowered to 1998.0 mcg/day and the daily dose of marcaine was lowered to 13.986 mg/day as per the physician. The patient's device was still implanted and in service. The patient was without injury regarding their status at the time of the report. It was unknown if the issue resolved at the time of the report. Reportedly, the hcp had no further information to provide at the time of the report. However, on (B)(6) 2015, an hcp reported that overdose occurred and the patient experienced respiratory failure and lethargy. The change in therapy/symptoms was sudden. It was noted that a company representative interrogated the pump in the hospital per the patient but the hcp was unable to confirm that. The hcp wanted to have the pump interrogated before discharging the patient from the hospital. The patient was fine now. Should additional information be received the event will be updated.